Manufacturer narrative:
The tandemheart system components were not returned for eval. Pt expiration was not related to items noted during use of the tandemheart system, but was due to withdrawal of support by family members. Family chose to withdraw support possibly due to poor prognosis and unconfirmed neuro deficit s/p CABG and subsequent ami, which occurred prior to use of the tandemheart system.

Event description:
On (B)(6) 2012, (B)(6) of the cardiac assist clinical support staff reported an instance where a th pump stopped running, and the escort controller switched to secondary. The pump was started again on secondary, but stopped running again after a period of time not specified. Air was noted "in the blood path" by the site. (B)(6) recommended that the site prepare and prime a new pump. Instead, the site connected a different controller, and were able to restart the pump once again. Dr. (B)(6) was contacted, and it was surmised that the most likely cause of the pump issues was incorrect priming. Prior to the pump stoppage, and before support was initiated with the pump, (B)(6) had been contacted by the site perfusionist since they had never setup a tandemheart pump before. Description of earlier discussions follows in (B)(6)'s words: "got a call on the hotline from (B)(6), a perfusionist who had never set up the tandem before. He wanted to be walked through the set up. I walked him through priming the infusion assembly. The pt wasn't even in the room yet so he was going to call me back for the rest of the priming. We did discuss briefly how he would prime the lower housing. He didn't call me back until they were on support. At that point, everything seemed fine. They used a 15 f fem art can and got flows of 3.5l/min@5500rpm." After initial pump stoppage within the first few minutes, the pump ran fine. Pt's end organs never recovered, however, and pt became very acidotic in last 48 hrs. Also there was a suspected neuro insult secondary to long pump run. Family decided to withdraw support, possibly due to neuro status and poor prognosis. Death was due to withdrawal of support, not due to product.